Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that there was a leakage in the reservoir collecting the blood. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Additional information provided from user report states that during use the collection bag was punctured and the collected blood ran to the floor at the non-sealed area. Customer indicates there was a risk of contamination with foreign blood for the users. There was autologous blood loss for the patient with possibility of requiring foreign blood (blood transfusion). Medtronic received additional information that allogenic blood was needed for the blood transfusion. The therapy provided was continued as blood just dripped to the floor.

Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of any damage/holes. Device was cleaned using a 10% bleach solution. During the cleaning process there were no leaks observed. The device was filled with di water and was manipulated with no leaks observed. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.